Event description:
The patient is experiencing diarrhea. She does get diarrhea with increases. She does not take any medication for the diarrhea. Patient also reported mini spike disp pin malfunction. She threw away the defective spike. The patient changed to another spike and is having no more issues. The patient did not have lot number or expiration date. Patient said the vented side of the spike was defective. She lost some medication through the vent. She changed spikes and is having no further issues. No further info, details or dates provided. Date of mini spike malfunction not given. Product lot number is unknown. Unknown if the patient administered the defective product. Unknown if the defective product is on hand for return. Unknown if the patient missed a dose or experienced an adverse event due product lot number and expiration date were systematically retrieved from the dispensing system. To the defective product. Unknown if the md is aware. No further information, dates, or details reported. Reported to (B)(6) by: patient/caregiver.